Event description:
It was reported that after a carcinoma of esophagus procedure, during the operation, everything is ok. But three days after the operation. The patient got a fever. Use CT to confirm anastomosis stoma fistula. Five days after operation, had the second operation. Fistula of the anastomosis stoma. Ards after the second operation. No device returning.